Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick female external catheter would get dislodged and the patient had a bad experience by using the catheter. The patient was not an active sleeper and did not know how it was getting dislodged. The patient did not want to troubleshoot and did not want any help. It was stated that two nurses came over to assist with placement and it did not work. No longer used the product. It was noted that the patient had been using the product more than 90 days . Per customer via phone on 28dec2021, the wick would be seated correctly but would slip out on its own, never able to resolve the problem so not able to use the system. Stated that it was possible that urine sediment would build up on the wick caused it to become slippery. Also reported that the wick would hurt and described it as feeling like the suction was sucking the skin into the catheter. No medical intervention was reported.

Event description:
It was reported that the purewick female external catheter would get dislodged and the patient had a bad experience by using the catheter. The patient was not an active sleeper and did not know how it was getting dislodged. The patient did not want to troubleshoot and did not want any help. It was stated that two nurses came over to assist with placement and it did not work. No longer used the product. It was noted that the patient had been using the product more than 90 days . Per customer via phone on (B)(6) 2021, the wick would be seated correctly but would slip out on its own, never able to resolve the problem so not able to use the system. Stated that it was possible that urine sediment would build up on the wick caused it to become slippery. Also reported that the wick would hurt and described it as feeling like the suction was sucking the skin into the catheter. No medical intervention was reported.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "dimensions not specified correctly". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ''1. Connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the drydoctm vacuum station, connect the canister to the unit and turn the unit on. Please consult the drydoctm vacuum station user guide for further information. 2. Using standard suction tubing, connect the purewicktm female external catheter to the collection canister." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.